Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was (B)(6) 2024. The serial number of the pump was provided as well as the name of the person who initially reported the event. There was a new filling with no problems. The pump was now filled with 40 ml of drug. The cause of the difficulty aspirating and injecting via the fill port was not determined. The issue was reported to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient with an implantable pump for unknown indications for use. It was reported that issues occurred when refilling a new 40ml synchromed pump during surgery / implant procedure. It was indicated that they tried to aspirate the water in the pump but for unknown reasons they were unable to aspirate the complete 37.5ml of water. Further, they tried to continue and refill the pump using morphine with concentration 10mg/ml , but managed to fill only 21ml of drug into the pump. However, the healthcare provider decided to implant the pump anyways and completed the implant with a partially filled pump and was to resolve the problem later. At the time of the event is was considered that for programming, it was estimated that the pump contains 21 ml = 210mg of morphine in 40 ml of volume = 5.25 mg/ml concentration. A fill bolus was programmed since the catheter was also replaced. It was indicated that the hospital was not using the original mdt model 8551 refill kit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.